Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited of foreign material in the jet tube and plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5, h6. Correction to h6 "medical device problem code" of the initial report, "1071 - thermal decomposition of device" to be removed. Correction to h6 "component code" of the initial report, "772-cover" to be removed. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the auxiliary channel but the type of material could not be identified. There was no physical damage where the foreign material remained and a root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-h185l/I series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU states the preventative measures in cf-h185l/I series operation manual chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. There was no burn on the plastic distal end cover observed during inspection.